Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete essential performance testing) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The inability to complete testing was due to a defective belt receptacle at the distributor. A known good receptacle was used at zmc and the monitor was able to complete testing. Reporting out of an abundance of caution. The root cause for the inability to complete incoming testing was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit.